Event description:
Caller reported intermittent occlusion alarms occurred. Blood glucose level was reported as being displayed as "high," specific value unknown. Customer took corrective action by administering a correction injection. A systems check with tandem technical support verified the pump was functioning as intended however, clinical troubleshooting was exhausted and a replacement pump was sent to resolve the issue.